Event description:
A malfunction was reported with a code displayed. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer does not currently have a charger, and technical support plans to leave the case open until the pump can be reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.